Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n314553, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The consumer reported that they needed reprogramming. During moving from their house they let their implantable neurostimulator (ins) battery die a couple of times in 2013 and after that the ins battery had not lasted as long. They were able to charge their device and turn the device on and off. It was noted that the patient could hardly walk without their device. The patient was indicated for non-malignant pain and radiculopathy.

Event description:
Additional information received from a health care provider reported that the consumer had surgery to re-implant the device which resolved the battery not lasting as long.